Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2014 the patient had a device implanted for lumbar disc herniation (l4-5). X-ray on an unknown date revealed the polyaxial head of the matrix-pop-on screw had come off. The surgeon will not be performing additional surgery as the facet remained in place. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.